Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR. The introducer sheath, coil and delivery wire were returned. The interlocking arms were interlocked. The coil was noted to be stretched and broken. The twist lock was open upon return to cis. The coil was noted to be kinked proximally. The coil could not be removed from the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-jul-2016. It was reported that the coil became stuck. A 20mm x 40cm interlock -35 was selected for use. During the procedure, it was noted that the coil could not move out of the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the coil was broken.